Event description:
During a sigmoid colectomy, the surgeon was unable to remove the instrument. No crunch sound was heard after firing. The staples were deployed. The surgeon removed the anvil and was able to remove the instrument. The instrument did not cut. Another cdh29 was used and the surgery completed. There was no pt consequence.